Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap chole. A second incident occurred with the surgeon with the ca500. The surgeon severed a vessel using the ca500, the patient had a post op bleed and was readmitted to hospital for 4 weeks. The patient has since recovered. The surgeon again stated that he did not feel confident in how much pressure was to be used in order to secure the clip noting at this point that he had experienced clips slipping previously but did not have any more specifics on this. Patient status: the patient was readmitted to hospital with post op bleed for 4 weeks, the patient is ok now.

Event description:
Procedure performed: lap chole. A second incident occurred with the surgeon with the ca500, the surgeon severed a vessel using the ca500, the patient had a post op bleed and was readmitted to hospital for 4 weeks. The patient has since recovered. The surgeon again stated that he did not feel confident in how much pressure was to be used in order to secure the clip noting at this point that he had experienced clips slipping previously but did not have any more specifics on this. Patient status: the patient was readmitted to hospital with post op bleed for 4 weeks, the patient is ok now.

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends.